Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: clinical code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the sapien 3, sapien 3 ultra, sapien 3 ultra resilia valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was empirically confirmed based on available information to date. As reported, ''approximately 3 years post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the valve failed due to stenosis.'' It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 3 years post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the patient presented with flash pulmonary edema. The valve failed due to stenosis. Based on the medical record review, the bioprosthetic aortic valve was well seated. Angiogram and computed tomography findings revealed the bioprosthetic aortic valve had leaflet calcification. Transesophageal echocardiography findings revealed severe stenosis and severe regurgitation. A valve-in-valve procedure was performed with a 23 mm sapien 3 ultra, with +2cc. The patient was in stable condition.

Manufacturer narrative:
A supplemental report is being submitted for the medical records received. Sections b.4, b.5, g.3, and g.6 have been updated. Corrections were made to b.7, h.6: clinical code and device code. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the valve failed due to stenosis. A valve-in-valve procedure was performed with a 23 mm sapien 3 ultra, with +2cc. The patient was in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6 and h.2 have been updated. Corrections were made to h.6: type of investigation, investigation findings, and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for calcification unknown regurgitation were confirmed based on medical records. A review of the lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''angiogram and computed tomography findings revealed the bioprosthetic aortic valve had leaflet calcification and no significant hypo attenuated leaflet thickening. The patient presented with flash pulmonary edema. Transesophageal echocardiogram findings revealed severe stenosis and severe regurgitation.'' Structural valve deterioration (svd) may be manifested as stenosis with thickened/calcified leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had multiple comorbidities, including hypertension, hyperlipidemia, and prediabetes, which are known factors that may increase the risk of valve calcification and early valve degeneration. Based on the available information, patient related factors, including preexisting comorbidities, may have contributed to the complaint event; however, a definitive root cause could not be determined. Per the instructions for use (IFU), valve regurgitation (including transvalvular leak and paravalvular leak) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the type of regurgitation was unknown, and due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.